Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient experienced infection at the ipg site. Patient was treated with oral antibiotics for 14 days. To address the issue patient had the system explanted. Patient is still on oral antibiotics and in stable condition.